Event description:
A single straight 5-mm embolic coil was tethered to the microcatheter, although not in the lumen of the catheter. Multiple attempts were made to dislodge the coil within the phrenic artery with saline and contrast boluses through the microcatheter, as well as with a soft pusher wire. These were unsuccessful. The microcatheter and tethered coil were then carefully withdrawn to the right common femoral artery near the tip of the 5-french sheath. The catheter was removed over the microcatheter, and a 3-french snare was inserted coaxially through the sheath. Multiple attempts were made to snare the coil at the tip of the microcatheter, however the coil dislodged and migrated distally.